Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that while turning the patient over onto the left side, red heart alarms were observed. The system controller was replaced as a precaution. Log files indicated that the red heart alarms appeared to be associated with uncontrollable speeds, motor stopped events, elevated pi values over about 1 minute. The hospital attempted to reproduce the alarms by driveline manipulation and moving the patient onto his side, but no alarms were produced. Late, the patient had another red heart alarm after the system controller exchange. The patient received a percutaneous lead distal end replacement on (B)(6) 2013.